Event description:
I had the inspire sleep apnea device installed. After 8 months of programming and reprogramming, someone finally realized there was something wrong. The device was actually making my sleep apnea much worse. The device was causing my tongue to twist and block my airway. I was so tired all the time I was having a hard time functioning. My quality of life was severely impacted. I ended up switching doctors and after 3 visits they figured out what was happening. I believe the people that programming these devices are inadequately trained to identify problems with the device. I need another surgery to try and correct the problem, but inspire wants me and my insurance company to pay for it, even though their technicians were there during the install. Now I have this device in my body that I can no longer use. FDA safety report ID# (B)(4).